Event description:
It was reported that the pt was implanted a durom acetabular component on the left side (exact date not reported). Currently, the pt is being monitored due to pain and elevated ion levels.

Manufacturer narrative:
This case was reopened on february 05, 2016 to enter additional information which had been received on february 01, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to pain and elevated metal ions.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on october 26, 2016 to enter additional information which was received on october 24, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. Zimmers reference number of this file is (B)(4).

Event description:
It has now been reported that the product claim was raised. The patient was implanted a durom acetabular component 58/52 r. The patient was revised due to pain, elevated metal ions, loosening, alval.